Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted in the patient and is thus not available for return to the manufacturer. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Log file analysis demonstrated no alarms and normal pump parameters for the 14 days leading up to the reported event. On-site inspection revealed a circular break in the strain relief directly at the driveline connector. An older outer sheath repair was removed and a driveline strain relief and driveline sheath repair were performed to mitigate the reported conditions. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the strain relief break is repeated excessive bending of the driveline near the driveline connector. Per the instructions for use (IFU): the hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that a break in the strain relief was observed. On-site inspection revealed a circular break in the strain relief directly at the driveline connector. There were also multiple breaks in the outer sheath along the entire length of the driveline cable. The outer sheath was "very yellowish" and brittle. A driveline sheath repair and driveline strain relief repair were performed with no reported patient consequence. Previous driveline sheath repair was removed and subsequently repaired. The repair was not associated with a pump stop. Photos provided of the reported damage appear to confirm the event.